Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; implant date ¿ unknown; initial reporter - unknown ; 510k number - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.